Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
It was reported that the ventilator had no air and o2 sensor readings on the screen. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.